Manufacturer narrative:
Patient code other: paresthesia.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient felt paresthesia down the arm that occurred only while increasing the amplitude, so it was decided to leave programmed parameters unchanged until further testing was done. Impedance reading >2000 ohms was reported on all or some of the unipolar pairs. Longevity calculations were done and a new battery may be needed. The patient had system issues for over a year that had been resolved. Additional information has been requested from the hcp, but was not available as of the date of this report.